Event description:
Report 1 of 3 it was reported that during the use of one bd vacutainer® safety-lok¿ blood collection set, the unit adapter detached from the device. Sample was recollected and no other patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported that before using of one bd vacutainer® safety-lok¿ blood collection set, the unit adapter detached from the device. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no abnormalities to the connections were found relating to separation before or during use. Also, a pull force and a measurement test were conducted on the 10 retains samples between the fg luer adapter hub and the psv luer connectors and no issue was observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation before and during use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.